Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (ecgs non-functional) has been confirmed. Upon investigation was unable to complete incoming functional testing. The cause for the failure was isolated to u1 in ECG a and b were out of tolerance. The root cause for the out of tolerance component was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.